Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number ap5114, and no non-conformances were identified. According to the information received, breakage needle. It was reported that the needle broke (as the photo shows) when sewing the skin for the first stitch in the surgery of emergency wound suture. Changed another one to complete the surgery. There is no report on patient's injury. Visual analysis of the individual image received from ethicon inc for evaluation determined that a former with the rolled suture of product code w9918 could be seen with the needle attached to the suture. The image is not clear to determine the failure mode. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: could you please confirm if the needle broke or if the suture broke? A breakage in the suture was observed in the provided photo. If the needle broke: did a piece of the broken needle fell inside the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? If the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there are any future plans to remove it. All answers above are unknown. Once there is any update, we will update the information.

Event description:
It was reported that a patient was undergoing would closure on (B)(6) 2021 and suture was used. During the procedure, the needle broke when sewing the skin for the first stitch in the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). A photo was received for evaluation. Visual analysis of the individual image received from ethicon inc for evaluation determined that a former with the rolled suture of product code w9918 could be seen with the needle attached to the suture. The image is not clear to determine the failure mode. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number ap5114, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.